Manufacturer narrative:
(B)(4). Correction: the nurse discovered the particulate matter.

Event description:
It was reported that a patient discovered particulate matter described as transparent, colorless film observed in the opening when the transfer set was removed from the titanium adaptor. This was discovered after peritoneal dialysis when the device was being removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.